Event description:
Spacelabs received a report that a patient monitored with qube monitor model 91390 experienced screen blank out on (B)(6), 2015. Product was sent for service repair. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. Main pcba (B)(4) was not functioning and was therefore replaced with service kit (B)(4). The repaired unit passed all functional tests and was returned to the customer. Lack of patient parameter display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete. Placeholder.